Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse (B)(4).

Event description:
The autopulse platform (B)(4) reportedly displayed a user advisory (ua) 41 (patient temperature sensor failure) error message. The reporter noted that the platform vent was not blocked and the ventilator was running normally at the time of the event; however, the ua 41 error message was unable to be cleared. No patient was involved with this event, the issue was observed during shift check. No further information was provided at this time. The reported event date of (B)(6) 2017 is estimated as the reporter was unable to identify the date the ua 41 error message was observed on the platform.